Manufacturer narrative:
One 13f agilis steerable introducer sheath was received for evaluation. Functional testing confirmed a leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. Tearing was noted in the side wall of the seal. The batch record was reviewed to ensure that each manufacturing and inspection operation was performed. Per the instructions for use, arten600341730, ver b, precautions to ¿avoid tilting the introducer handle upward during catheter or dilator insertion or withdrawal to avoid air ingress. Keep the handle at or below the level of the shaft. With the handle kept at or below the introducer shaft or heart level, blood or saline may leak from the introducer hemostasis valve during insertion. Leaking of blood or saline from the valve is a sign that the introducer¿.

Event description:
During the pulsed field ablation procedure, air was aspirated from the sheath. When the volt catheter was inserted and aspiration was performed through the sheath tubing with a syringe, only air was drawn. The volt catheter was removed and aspiration was performed again with success. When the volt catheter was reinserted, air was drawn again. The sheath was replaced and the procedure was completed with no adverse consequences to the patient. The proximal end of the introducer handle was not raised above the level of the insertion site/heart level and the introducer slowly aspirated prior to connecting continuous saline when it should be raised.